Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last two weeks based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended after receiving an end of battery life (eol) message. The patient underwent an ipg replacement procedure wherein a rechargeable device was implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last two weeks based on the date the manufacturer became aware of the event. The returned implantable pulse generator (ipg) was analyzed and ipg has been confirmed to be in the end of service (eos) state. With all the available information, boston scientific concludes patients device has reached the end of its useful life has been confirmed. The investigation found that the ipg battery life was within the estimated range and that the ipg functioned normally.

Event description:
It was reported that the patients device was no longer working as intended. The patient underwent revision procedure. Patient is doing very well. Awaiting explant kit to return the alpha prime ipg.